Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that pocket was damaged and could not be repaired or released. A field service engineer entered the hardware test application to eject it, reloaded the medications, and assisted in clearing the failed pocket. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system drawer not able to close due to failed hardware.. A customer has reported that a user is unable to dispense medication to a patient due to a reported malfunction. There were no adverse events or injuries reported based on this event.